Manufacturer narrative:
The fse that released the iabp for clinical use as mentioned in follow up emdr #1, actually released the iabp for clinical use with one battery. The battery that was ordered had not yet arrived or installed. The new battery will be replaced and installed once it arrives. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that before use, the battery of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge fse reported that the battery has been replaced, and the iabp has currently now two batteries.

Event description:
It was reported that before use, the battery of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10. Corrected fields: h4.

Manufacturer narrative:
Updated fields: a1, a3 (to be left blank), b3, b4, b5, d9, e1 (initial reporter & event site email), e2, e3, g2, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that one battery was not charging. The fse tried to charge the battery in a few days but the issue still occurred. The fse then ordered a new battery and replaced it. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use, the battery of the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.